Event description:
It was reported that the p-waves dropped from 1.2 mv at implant to 0.3 mv the following day. The physician decided to reposition the lead. During the procedure, the physician nicked the silicone insulation of the lead and blood entered into the lead body. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.